Manufacturer narrative:
Pump received with no vibrator during self test due to broken black wire on vibrator motor. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had a vibrate anomaly. Customer's blood glucose was unknown. No additional information provided.